Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is partially expanded and no longer on the balloon. Microscopic examination revealed a longitudinal tear 4mm from the tip and is approximately 2.4cm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a rupture in the balloon which would cause the balloon to fail to inflate.

Event description:
Reportable based on device analysis completed on 09-mar-2022. It was reported that stent balloon inflation failure occurred. The stenosed target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. The stent balloon was inflated several times but failed to fully inflate. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a longitudinal tear.